Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: 1.2; lab: 1.75. Results were taken within 15 minutes of each other. Patient was recently hospitalized. While in the hospital patient was on lovenox.

Manufacturer narrative:
Investigation pending.